Event description:
Pt reported his device started alarming. Carelink check done per phone. Medtronic recommended pt to come to hospital to have device interrogated. Pt left (B)(6) to come to (B)(6) as recommended. Medtronic then recommended the device to be placed. Pt expired enroute to (B)(6).